Event description:
Neighbor called in behalf of (B)(6)- meter just isn't working. She replaced the battery and tried to get the meter to work. I asked for her to hit the reset button then press and hold the "m" button for 7 seconds, but nothing displayed on the screen. Based on the information, a replacement will be sent